Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/8/2015. The fse found that the tubing at wire marker 16 (wm16) of the blood sampling valve (bsv) was disconnected. The fse reattached the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a blue leak from the aspirate probe of the coulter lh 500 hematology analyzer. The volume of the leak was about 0.5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.